Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20043168 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: I was not able to keep the affected product, as this is a chemotherapy clinic and it was disposed of immediately. From what the nurses were able to tell me, the leak was coming from a small hole in the tubing line. There were two instances, and they were both described that way, not from where the tubing connects, but in the center of the actual tube. No patients were compromised. A package was saved by one of the nurses, which is where I determined the lot number. Mfg. Sku number: 2420-0007. Lot #: (10)20043168. Product: al24200007~tpmecc gem v/nv 20d 1cv 2ss dehp free. Product malfunction/failure mode description as reported: leak".